Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited undersensing and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The portion of the lead 50 centimeters (cm) from the terminal pin was returned. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of localized compressive stress on the tubing surface. The reported high impedance measurements is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.